Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder instability repair the connection to console was bad and unit did not power shaver blade. No patient injuries reported. A delay greater than 30 minutes happened during the procedure, back-up device was available to complete it. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.